Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 240 units of insulin, and the insulin gauge displayed 23 units and remained static. The customer reloaded the cartridge and received an accurate fill estimate. The customer's blood glucose level was 83 mg/dl.